Event description:
Complainant alleged that while attempting to treat a pt the electrode pads did not allow the associated defibrillator to pace. Complainant indicated that the clinician obtained another defibrillator to continue treating the pt; however, that device was unable to pace using the same electrode pads. The clinician reportedly changed out the electrode pads on the pt to successfully continue to treat the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.